Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that upon opening a new cartridge, the cartridge pigtail was observed to be black in color. No damage was observed to the cartridge packaging. Blood glucose level was 95 mg/dl.